Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) delivered inappropriate anti-tachycardia pacing (atp) therapy and three shocks for an atrial arrythmia with rapid ventricular response (rvr). In addition, inappropriate episodes of pacemaker mediated tachycardia (pmt) were noted. This device remains in service. No additional adverse patient effects were reported.